Event description:
This is a follow up report with the lot number of the device and investigation into the lot. The date of the event is also corrected. The initial report incorrectly listed the date of initial device implantation as the event date. This follow-up report has been corrected to list the onset date of the reportable adverse event.

Manufacturer narrative:
Review of the device history record. Review of lifecell's complaint system for any other complaints reported to lifecell against devices distributed from this lot. Review of the device history record revealed no deviations or nonconformances were encountered during production of this lot. Results of all mechanical testing were within specifications. Query of lifecell's complaint management system revealed that as of (B)(6) 2012, there was (B)(4) other complaint reported to lifecell against lot s10872. (B)(4).. This event is concluded to be directly related to the patient's condition and the surgical procedure, as determined by lifecell and the implanting physician. Device was not returned to lifecell.

Manufacturer narrative:
This event is from a clinical study. The lot number of the device used was not reported. Lifecell is trying to obtain that information. A follow-up report will be submitted when that information is available. This event is concluded to be directly related to the patient's condition and surgical procedure as determined by lifecell and the implanting physician. Device not returned to lifecell.

Event description:
A subject enrolled in a lifecell sponsored clinical trial had the device placed on (B)(6) 2011 during the repair of a burst abdomen ventral hernia. Strong ascites production continued from restricted liver function due to previous disease and on (B)(6) 2011, the investigator reported the subject developed a full skin and partial fascia dehiscence due to a large amount of serous fluid drainage in which the device was exposed in the upper portion of the wound and visualized to "appear normally." A wound revision was performed with subsequent vac placement. Periodic vac dressing changes occurred until (B)(6) 2011 when the investigator observed the device to be "necrotic and thinned out" necessitating a wound revision with partial resection of the affected area of the device in the upper wound region. The subject was discharged on (B)(6) 2011 with continued outpatient dressing changes.